Event description:
Customer was tested by family member and received inaccurate erratic readings. Customer was unconscious in their home and family member tested and received hi reading. Paramedics were called and responded within 10 minutes. A comparison reading of 51 mg/dl was received with the same meter. Paramedics took another reading with an unknown brand of meter with a result of 20 mg/dl. Customer was treated with dextrose via IV. Customer regained consciousness and was taken to ER and observed for one hour then released.